Manufacturer narrative:
Per the instructions for use (IFU): the hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU, users are instructed to return any damaged components to heartware. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient called the implanting center to advise that he could no longer connect a power source to one of the power ports of his primary controller. The patient had been out with wife and was running on dc and one battery while in the car. The patient changed to two batteries prior to exiting the car but when the patient returned to the car he was unable to connect to dc power. The patient tried connecting to batteries again but was unable to connect a second power source; so  the patient was running on one battery at time of call. The site advised patient to come to hospital for a controller exchange. Prior to patient arrival, the site called for guidance on programming a new back up controller. The patient made it to the hospital without any problems. The controller con101853 was exchanged to controller con105209 exchanged with no reported consequence or impact to the patient. No further information provided.

Manufacturer narrative:
Recall z-1538-2017. It was reported that the patient could no longer connect a power source to one of the power ports of his primary controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device failed visual inspection due to a bent pin on power port 2 of the controller. The bent pin did not allow a battery to properly connect to a controller. The most likely root cause of the reported event can be attributed to a forced connection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.